Event description:
Procedure type: bowel resection. According to the rptr: once the anastamosis was done, the device could not be removed. The anastamosis was excised, and upon opening the bowel, it was noted that the knife did not cut through the tissue. A new instrument was used to complete the procedure. The pt is in well current condition.